Manufacturer narrative:
Additional device product codes: gwo, gxr. Complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record (DHR) review was conducted: sterile part: part: 04.503.104.01s, lot: 3l18970, manufacturing site: (B)(4), release to warehouse date: 30. Jan. 2019, expiry date: 01. Jan. 2029. A manufacturing record evaluation was not performed for the sterilized device lot number, the complaint condition is not related as the sterilized procedure has no relationship to the described damage of article. Non-sterile part: part: 04.503.104.20, lot: h706654, manufacturing site: (B)(4), manufacturing location: (B)(4), manufacturing date: 10-aug-2018, part number: 04.503.104.20, ti matrixneuro screw self- drilling 4mm, lot number: h706654 (non-sterile), lot quantity: 340. Packaging bom was reviewed and all components used met current defined requirements. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbrrri4.00, lot number: h625377, lot quantity: 1,809 lbs. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the ti matrixneuro screw self drilling could not be inserted to cranium of the patient with epilepsy at the time of skull closure during an unknown surgery on (B)(6) 2019. The surgery was completed without an unknown surgical delay by using other screw and there was no harm to the patient. Patient outcome is reported as stable. No further information is available. Concomitant device reported: plate (part# unknown, lot# unknown, quantity# unknown); screwdriver (part#unknown, lot#unknown, quantity# unknown). This report is for one (1)ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for complaint (B)(4).